Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) while hospitalized for the peritonitis event. Fifteen days after being admitted to the hospital, the peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.